Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation based on the results of the investigation, the image issue was due to the failure of the cable, and the phenomena [poor image (b30 (scope communication error)] occurred. However. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during testing. Additionally, a b30 scope communication error was noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image was dropping out on his olympus hd camera head during procedure preparation. According to the initial reporter, the subject device was inspected prior to use with no abnormalities noted. The intended procedure was completed without any patient harm using another device.